Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported, it was a case of an implant of a 23mm sapien 3 valve, in aortic position by transfemoral approach. During procedure, the balloon of the commander delivery system ruptured at the end of inflation, but the final position of the valve was good and as intended (80/20). There were no withdrawal difficulties noted and all the system was removed through the sheath. There was no harm to the patient. Per medical opinion, the perceived root cause of this event could be the stj with calcification.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information. The following sections of this report have been updated: corrected h.6 investigation conclusions and investigation findings. Added new information to d.9 returned to manufacturer and h.6 type of investigation. The device was returned to edwards lifesciences for evaluation and the following was observed. Radial and longitudinal tear observed on inflation balloon. Imagery was provided from the site and revealed the following: balloon burst at the inflation balloon area. A review of the risk management documentation was performed, and no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. Technical summary written by edwards lifesciences applies to this complaint event and establishes, through extensive complaint investigations, that balloon burst events during valve deployment have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to calcification in the landing zone or over-inflation of the balloon. In addition, the ruptured balloon profile may lead to withdrawal difficulty and/or component separation if excessive device manipulation is applied. The complaint was confirmed based on evaluation of the returned device and provided imagery. Available information suggests that patient factors (calcification) and procedural factors (over inflation) likely contributed to the event as per patient information section, there was calcification at the aortic annulus. Also, per customer reported 0.5 cc extra were added during inflation process. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. While the prescribed nominal inflation volume is provided in the IFU, it is possible that extra inflation volume (0.5 cc) was used (over-inflation), subjecting the balloon to pressures high enough to cause the balloon to burst. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor product risk assessment is required at this time.